Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 5 years ago. Aneurysm and vessel morphology at the time of implant and at the time of the intervention were not reported. It was reported that approximately 1 year after the aneurx bifurcated stent graft (MFR report # 2953200-2010-00660) was implanted, an aneurx aortic cuff (MFR report # 2953200-2010-00661) was implanted for an unk reason. Then, approximately 2.5 years post-implantation of the bifurcated stent graft, three additional aneurx aortic cuffs were implanted (MFR report # 2953200-2010-00662, MFR report # 2953200-2010-00664) for an unk reason. All of the above interventions have recently been reported to medtronic for the first time. Approximately 1 month ago, the pt presented emergently with a ruptured aneurysm due to an unk endoleak; the cause of the endoleak is unk. The physician elected to explant all of the stent grafts and successfully converted the pt; the explanted grafts were discarded by the user facility. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B) (4). Evaluation, results: endoleak, ruptured aneurysm.